Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump could not rewind even though message showed that rewind was complete. Customer's blood glucose was 172 mg/dl. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.